Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient began feeling weak around 11:00 pm. At that time, the tandem t:slim x2 insulin pump and dexcom app displayed an estimated glucose value (egv) of 150 mg/dl. The patient took one compazine tablet, but bg was not checked via fingerstick. At approximately 4:00 am, the patient experienced vomiting and confusion, prompting a 911 call. No fingerstick bg measurement was performed prior to ems arrival. Ems checked bg via fingerstick and reported a high value (exact number not provided). The reporter could not recall the egv shown on the dexcom g7 app at that time. On (B)(6) 2026, the patient was admitted to the hospital. According to the reporter, when the patient¿s mother was in the emergency room, the patient received IV insulin therapy. A blood sample was drawn, and the reported bg result was 1,500 mg/dl. On (B)(6) 2026, technical support made contact with the reporter that stated that the patient had been transferred to the ICU and remained hospitalized as of (B)(6) 2026, reportedly feeling fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.